Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2006. The patient experienced bradycardia, and a follow-up was performed (the patient had not been checked during 6 consecutive years). An ECG was performed, and pacing at a rate of around 30min-1 was observed. Battery depletion was suspected, and the pacemaker was consequently replaced. During the explantation procedure, the pacemaker could not be interrogated using inductive telemetry. When the pacemaker was removed from the pacemaker pocket, no pacing was observed.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2006. The patient experienced bradycardia, and a follow-up was performed (the patient had not been checked during 6 consecutive years). An ECG was performed, and pacing at a rate of around 30min-1 was observed. Battery depletion was suspected, and the pacemaker was consequently replaced. During the explantation procedure, the pacemaker could not be interrogated using inductive telemetry. When the pacemaker was removed from the pacemaker pocket, no pacing was observed.